Event description:
Stage I revision with a rejuvenate stem. Treated as an infection. Bone scan revealed cup was loose surgeon not clear as to reason.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Stage I revision with a rejuvenate stem. Treated as an infection. Bone scan revealed cup was loose surgeon not clear as to reason.